Manufacturer narrative:
Pt age: age at time of event or date of birth was requested but not provided. Pt gender: gender of the patient was requested but not provided. Serial number field is not completed. The serial number has been requested; however, it has not been provided. Expiration date field is not completed as the serial number is unknown/not provided. PMA 510(k): this field is not completed as this report is being filed on an international product; tecnis itec preloaded 1-piece iol, model pcb00 that has a similar product, tecnis 1-piece iol model zmb00 which is distributed in the united states under PMA p980040. Device manufacture date field is not completed as the serial number is unknown/not provided. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported to our (B)(4) office that the haptics of a pcb00 intraocular lens (iol) were twisted behind the lens, when the surgeon attempted to insert the lens it came out in an unexpected manner and resulted in a broken capsular bag. An anterior vitrectomy was required. The lens was replaced with another lens of the same model. The patient is doing fine.